Event description:
In (B)(6) 2009 the patient had a reaction to the dilaudid in his pump which caused him to black out repeatedly for several seconds at a time. The patient was informed the situation was related to his heart; he underwent triple by-pass surgery and was told to remove the medication from the pump. At that time the pump contents ( the "synthetic morphine" as well as baclofen) were replaced with saline and the pump rate was turned low. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information received reported that the pump was shut-off and had been since (B)(6) 2009. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Implanted: (B)(6) 2006, product typ catheter, product ID 8590-1, lot# n070171, implanted: (B)(6) 2006, product typ accessory. (B)(4).